Event description:
Post a biopsy procedure, the physician was placing the needle in the holding sponge and the needle broke. This was after the procedure so no harm or contact with patient. Item was saved for evaluation.